Event description:
The clinician reports, that the implant was inserted (B)(6) 2004 in the patient's mouth. On (B)(6) 2018, loss of osseointegration of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer for investigation. The patient experienced the following at the time of event: infection. No further patient complications were reported.